Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the information acquired, the vascular diagnostic procedure was aborted. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files confirmed a malfunctioning frontal image processing pc(ippc) and that the most likely cause was disk day. A philips field service engineer (fse) inspected the system onsite and during troubleshooting, fse found that ippc disk drive bay 1 power was not turning on and disk bay 2 hard drive had power but was not available. Fse replaced image processing pc (ip-pc) and image disk drives, downloaded board software and recreated image storage for the new ippc, which resolved the issue. The ippc was returned for analysis and part analysis confirmed that the ippc failed due to faulty hard disk drive(hdd) bay. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after the replacement of ippc, image disk drives, downloading board software and recreating image storage on new ippc . The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an issue with low disk space and the customer was unable to perform exposures. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.